Manufacturer narrative:
Concomitant medical products: 7120q lead, implanted: (B)(6) 2014. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw, a set screw with a rounded socket, and a missing set screw.

Event description:
It was reported that during a lead replacement procedure, the physician had difficulty engaging the right ventricular (rv) lead setscrew while connecting the replacement lead. After multiple attempts, a replacement device was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.